Event description:
It was reported that the pt had a surgery due to having constant pain at the generator site. The generator was explanted. It is unk if lead was explanted or if any replacement surgery took place. Good faith attempts to get additional info and to have the product back to MFR have been unsuccessful. The cause of the pain at generator site is unk at this time.